Event description:
It was reported that the patient experienced a clear fluid emanating from the deep brain stimulation (dbs) implantable pulse generator (ipg) implant site and went to the emergency room (ER) where she was released (B)(6)2024 and was prescribed anti-biotics. Cultures taken were negative for infection. It was noted that there was no trauma to the incision area and the cause for the fluid discharge was unknown per the physicians assessment. The patient underwent a procedure on (B)(6)2024 for debridement and irrigation at the ipg site and remained implanted. The patient did well post-operatively.